Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that the customer found the operation of the pump was sometimes unstable. No adverse patient effects were reported.